Manufacturer narrative:
The device, used in treatment, has been returned and evaluated. A visual inspection reported no defects. The functional assessment confirmed that the device was unable to produce an audible alarm, establishing a relationship between the device and the reported event. The root cause was identified as a failed speaker cable within the device. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the alarm does not work. The machine correctly reports alarms but without issuing the sound warning. No harm or injury reported.